Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at a follow-up in clinic. Upon interrogation, the implantable cardioverter defibrillator exhibited crosstalk. The physician explanted and replaced the device. The patient was in stable condition.

Manufacturer narrative:
An implantable cardioverter defibrillator was returned at normal elective replacement indicator (eri). No anomalies were found. The reported event of crosstalk was unconfirmed.